Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted to the hospital on (B)(6) 2024 for anemia without a clear source of bleeding. The patient also has a known secondary traumatic stress. Interrogation via clinical screen showed 4 low flow alarms from 24sep2024. A low flow alarm was seen on aug2024. Log files were sent for review, and evaluation showed 5 low flow alarms were captured on 21sep2024, and 24sep2024. There did not appear to be any type of mechanical circulatory system equipment causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected and has been estimated. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log files collectively contained events from (B)(6) 2024. Low flow hazard events were captured on (B)(6) 2024. No other notable events associated with the pump were captured. The pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, and hmii lvas patient handbook, rev. C, are currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 of the IFU, (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also had a known short to shield (sts). The onset of the patient's sts is reported under MFR #: 2916596-2020-00609.